Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous reports. Section b-3 has been updated. No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received continuous unspecified low sensor scan readings, including a sensor scan result of 'lo' (reading less than 40 mg/dl), which was lower than an unspecified capillary test comparison and lower than the customer felt. The customer began to experience symptoms described as "great fatigue" and "heavy legs". The wife of the customer injected glucagon and called an ambulance. The customer was hospitalized with a diagnosis of diabetic ketoacidosis, and was awaiting transfer to a specialized diabetic continuing care unit at the time of the call to adc. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received continuous unspecified low sensor scan readings, including a sensor scan result of 'lo' (reading less than 40 mg/dl), which was lower than an unspecified capillary test comparison and lower than the customer felt. The customer began to experience symptoms described as "great fatigue" and "heavy legs". The wife of the customer injected glucagon and called an ambulance. The customer was hospitalized with a diagnosis of diabetic ketoacidosis, and was awaiting transfer to a specialized diabetic continuing care unit at the time of the call to adc. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received continuous unspecified low sensor scan readings, including a sensor scan result of 'lo' (reading less than 40 mg/dl), which was lower than an unspecified capillary test comparison and lower than the customer felt. The customer began to experience symptoms described as "great fatigue" and "heavy legs". The wife of the customer injected glucagon and called an ambulance. The customer was hospitalized with a diagnosis of diabetic ketoacidosis, and was awaiting transfer to a specialized diabetic continuing care unit at the time of the call to adc. Based on the information provided, there was no report of death or permanent impairment associated with this event.